Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing. It was discovered that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during implant procedure the first placement was not electrically optimal therefore, the lead was attempted to be repositioned, however, while trying to place the lead the helix mechanism was unable to be extracted. Therefore, this lead was removed and another lead was successfully placed. No adverse patient effects were reported.